Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #309653, lot #5142409. Verbatim: rcc received a complaint via email. Email(s) attached. Bd 50ml syringe - ref: 309653, lot: 5142409. When the pharmacists are luering an optima injector onto any syringe (bd 50ml syringe - ref: 309653, lot: 5142409, bd 10ml syringe - ref: 302995, lot: 5037755, bd 20ml syringe - ref: 302830, lot: 5120041), they are finding it hard to luer on completely and finding that the optima piece unlures on its own slightly before applying any pressure to the plunger. Also, when they do apply downward pressure to the syringe, it is also a point where the luered connection has come completely unlured. They attempted to replicate the challenge with other male luer devices onto the same female luer tip of the syringe and this did not happen, which suggests that it is isolated to the optima injector. For your investigation, they also would like to provide the three syringes they tried to luer on to the optima injector for your review.

Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported that the optima component begins to un-luer prior to any pressure being applied to the plunger. To support the investigation, two samples were submitted for evaluation by the quality team. In addition to the physical samples, three opened and empty packaging blisters were also received. A visual inspection was conducted. One sample exhibited no defects or abnormalities. The second sample had a broken luer tip. Previous investigations have confirmed that the luer tip may fracture when excessive torque is applied. A device history record (DHR) review was completed for material number 309653, lot 5142409. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned samples, the customer-reported symptom has been confirmed.